Event description:
It was reported that during a stenting treatment procedure, deflation issues, balloon tear, and removal difficulties occurred. The target lesion being treated was located in the superior vena cava . After the stent was implanted, a 18-6/5.8/75 xxl esophageal balloon catheter was selected to post dilate the lesion. They inflated the balloon but unable to deflate as it was "half blocked." The patient started to feel pain and made a "vagual crach". They tried to pump the air out by using a syringe but were still not able to deflate. The balloon introducer was reinserted to the patient's body. The balloon was removed intact; however a "fissure" was observed on the balloon. They stopped the procedure because the stent was well in place. No complications were reported and patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, deflation issues, balloon tear, and removal difficulties occurred. The target lesion being treated was located in the superior vena cava . After the stent was implanted, a 18-6/5.8/75 xxl esophageal balloon catheter was selected to post dilate the lesion. They inflated the balloon but unable to deflate as it was "half blocked." The patient started to feel pain and made a "vagual crach." They tried to pump the air out by using a syringe but were still not able to deflate. The balloon introducer was reinserted to the patient's body. The balloon was removed intact; however a "fissure" was observed on the balloon. They stopped the procedure because the stent was well in place. No complications were reported and patient's status is fine.

Manufacturer narrative:
Upn # corrected from m001145590 to m001145570, batch/ lot/serial# corrected from 16144537 to 0016131391, batch expiration date corrected from 06/04/2016 to 05/29/2016, batch manufactured date corrected from 06/12/2013 to 05/31/2013. Device evaluated by MFR.: a visual examination of the returned device found no kinks or damage along the entire length of the shaft. A visual examination of the balloon found a build-up of solidified blood inside the balloon. A microscopic examination of the balloon found a pinhole over the distal markerband. Attempts to inflate liquid into the balloon failed. As a result, the device was dissected just proximal to the balloon and it was possible to flush liquid, using an encore, out through the dissected shaft. This confirmed that the blockage was located around the lapweld site. Using a blade the balloon material was removed and an examination of the lapweld site identified no issues. When the lapweld was dissected, no visible damage was noted with the actual lapweld. However solidified blood was present inside the lapweld. This solidified blood would contribute to the balloon inflation difficulties. No other issues were noted with the device which could potentially have contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "intended use/indications for use" states, "the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus". However, the physician used this device to treat the superior vena cava. (B)(4).